Event description:
This patient was designed a custom growing prosthesis. The designs were submitted and authorized by the surgeon. The surgery was going as planned until it was noted that the custom made femoral stem did not fit into the tibial prosthetic device. Although the custom distal femur growing prosthesis is shipped unsterile, all the other components are shipped sterile packed. After the other components had been cemented into place, it was determined that the stem of the tibial bearing component didn't fit into the all poly tibia. A phone call was placed to the customs group at stryker orthopedics, and it was determined that the company had made a mistake in packaging the tibial bearing component. The correct piece was made by the customs group that evening, and delivered by the next morning. The patient was brought back into the or the next day for revision surgery.

Event description:
Add'l info rec'd from MFR 3/3/05: a summary of MFR's internal investigation states that: "the results of the investigation conducted indicated that during the MFR of the pediatric tibial bearing component, product was mixed with a similar device. The device supplied was incorrectly identified as c-km39-4-302, the device supplied was actually a c-km39-3-102 which has a tibial stem .095" larger than required. Further investigation indicated that each area of the customs cell could processes multiple part numbers at the same time, and there is no product verification inspection on the device routers to ensure product identity. Temporary actions were taken to ensure that all in-process products on the mfg floor would have a product verification inspection added as the last process step. The product verification inspection step requires inspection of critical characteristics; and when multiple component assemblies exist, mating-part functional checks will also be performed. The spec for developing the process steps for custom devices was modified to require the product verification inspection. Training for engineers and shop-floor personnel was scheduled to ensure compliance the modified specs." A medwatch report has been submitted as number 2249697-2005-00012.